Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream occlusion test. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a failed downstream occlusion test were reproduced and verified through a review of the event history log however, the log cannot determine if the alarms were within appropriate pressure ranges. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream tubing guide gap. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.